Event description:
Journal reference: glossop a, dobbs p, coronary artery vasospasm during awake deep brain stimulation surgery. Br j anaesth. 2008;101(2):222-224. As pts are awake during deep brain stimulation (dbs) surgery and may be under considerable distress should vasospasm occur, based on the present case report, it is our opinion that in all cases of dbs surgery, full pt monitoring should be mandatory and an anesthetist should be present throughout the case. This article describes two pts who demonstrated significant coronary artery vasospasm that occurred during placement of the stimulating electrodes for awake dbs. Reportable event: a female with parkinson's syndrome underwent bilateral pallidal stimulation. During advancement of the electrode towards the target, the pt suffered crushing central chest pain, became clammy, nauseated, hypertensive to 180/80 mm hg and tachycardic, and desaturated (oxygen saturation 70%). The pt was treated with sublingual glyceryl trinitrate (gtn), oxygen, and diamorphine and the procedure abandoned after securing the electrode. She made an uneventful recovery and coronary angiography 6 days later showed normal coronary artery vasculature; a diagnosis of coronary artery vasospasm was made by the consultant cardiologist.